Manufacturer narrative:
The t:slim user guide states, "never fill your tubing while your infusion set is connected to your body. Doing so can result in unintended delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm while attempting to complete the load fill tubing process. Customer loaded a new cartridge but remained attached during the till tubing process and received 12 units of insulin. Customer's blood glucose (bg) level was 107 mg/dl at time of report. Later same day, customer reported that a clinical diabetes educator recommended setting a temp rate for four hours and changing carb ratio settings to address the issue. Customer ate and monitored bg levels which were reported to be 111 mg/dl.